Event description:
This is 1 of 2 reports and is related to mfg number 3003249645-2023-00011: it was reported that one of the two jaws of the 350mm mouiel bipolar forceps (cev134) fell into patient's abdomen. The broken part was found. It was reported that both forceps broke with the same patient. There was no clinical consequences for the patient. Another instrument was used. No injury, death or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
B5/additional information: it was reported that there was an increase of surgery time of less than 30 minutes. The 350mm mouiel bipolar forceps (cev134) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the bipolar forceps verified the complaint reported by the customer as valid. One of the two (2) jaws were broken on the lower part of the tube side. Root cause analysis: after investigation, it was noted that there was a seam in the metal that probably caused the crack. This defect was revealed by the repetitive reprocessing and uses of the device.